Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: an opened box with eleven unopened samples and eight unopened samples of product code m8805, lot pch625 were returned for analysis. The complaint sample was not received for evaluation. The product code is multistrand count and each packet contains four strands double armed. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and each packet contains four strands double armed. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, performance pull off suture needle was not found, and the tested samples met the finished goods requirements. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was use. During use, the needle separated from the suture. It is unknown how the case was completed. There were no patient consequences reported.